Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced. The imaging system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the uninterruptible power supply (ups) of the viewing station of the imaging system voltage was low. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.